Manufacturer narrative:
Method: device remains implanted . Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause of the reported stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. In this case, the patient did not undergo intervention due to medical condition and disease stage. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information and edwards will continue to monitor and review all events.

Event description:
Edwards received information that a (B)(6) female, after an implant duration of three (3) years, ten (10) months, expired due to a lower gi bleed. As reported, the patient had a failing prosthesis due to mitral stenosis. The CT surgeon did not feel the patient was a candidate for surgical intervention and the patient was scheduled to see palliative care as an outpatient. However, the patient "changed her mind and canceled her appointment." She was later admitted and "aggressively resuscitated" for lower gastrointestinal bleeding. After the patient and the family requested to discontinue all treatments, the patient expired several hours later due to an unidentified lower gi bleed; there was no direct relationship between the device and the patient's death.